Event description:
On 11/26/2024, it was reported by a sales representative via phone that an ar-8916vsl-03 volar distal radius plate, ti, standard, left, 3 hole had an issue with the locking screw falling through the plate. There was no damage seen on the plate or the screw before use. The screw and plate were then removed from the patient. They tested the locking screw (ar-8724vcl-24 kreulock¿ compression screw, ti, 2.4 mm x 24 mm/lot: unknown) on another of the same plate, and there were no issues with the locking screw falling through the plate. The case was completed successfully using two more ar-8916vsl-03 volar distal radius plates in the set with no issues. The case was delayed 10-15 minutes. No photos were taken. This was discovered during an orif procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.